Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient was not getting as much pain relief as they wanted from their stimulator. They stated that they had not used/cared for their system in years and therefore they decided to have it removed. There were no contributing factors reported. It was reported that numerous attempts had been made to reprogram their stimulator, but they did not help. The device was explanted on (B)(6) 2018 and the issue was resolved. It was indicated that the stimulator was removed since it was not MRI compatible. The customer refused to return the device for analysis and the device will not be replaced in the future. It was reported the event occurred on (B)(6) 2018. No further complications were reported/anticipated.